Event description:
It was reported that six (5 initial and 1 subsequent) healthcare workers (hcws) complained that since disconnecting the aer heater (approximately 3 weeks ago) they have experienced symptoms of running noses and coughing while working with the asp automatic endoscopic reprocessor (aer). The facility biomed instructed the department to disconnect the aer heaters and run a longer cold cycle. It was confirmed the heating element was disconnected. The facility reports that the aer temperature light is still coming on and stated the probable cause is the ambient temperature in the room. Plant ops at the facility is checking the room ventilation. A leak was discovered from one of the containers inside the scope washer which held the cidex opa solution. The customer reports the leak is the suspected cause of the exposure symptoms, not a mechanical malfunction of the actual washer. New parts were ordered and installed and the symptoms are no longer a problem. All of the nursing staff were re-educated and instructed to wear face masks and eye protection along with gowns and gloves while working in this area. Since the repair of the unit, there have been no further symptoms, i.e. Runny nose, burning eyes, headache, stuffy nose, cough, itchy throat. This is report five of six. The hcw experienced nasal congestion; headache and eyes tearing. She did not seek medical attention. The symptoms lasted occasionally all day. It is reported that she has worked for years and wears ppe. The only chemical reported to be in the room is alcohol.

Manufacturer narrative:
Asp investigation summary: it was initially reported that cidex opa solution was used in the aer; however, information subsequently collected indicated that the facility was using metricide opa plus (non-asp product) and not cidex opa solution in the aer. No further evaluation of cidex opa will be performed as it was not involved in these events. The investigation included a review of the concomitant product, an aer manufactured by minntech corporation. The investigation included a review of the complaint history trending, service history trending, device history record review, and failure mode effects analysis. The complaint history was reviewed for the aer with the problem codes of "leaking from reservoir" and "hr-allergic symptoms". The review did not reveal any significant trends. The service history trending was reviewed and shows that the unit has not had a replacement of the reservoir tank prior o this event. According to the serial number, this unit has the old reservoir tank design. The old tank was assembled (non-molded) and can crack and leak over time. Through CAPA, a redesign of the reservoir tank was implemented. A review of the service history over the past 6 months showed that asp fse was on site to inspect the unit and verified that the heater on the unit was properly disconnected. The DHR review of aer was not reviewed as this failure mode was determined to be design related and not manufacturing related. The fmea (failure mode effects analysis) was reviewed for risk associated with leakage of the reservoir assembly. The review indicated that the risk priority number (rpn) was below the threshold of 100, therefore, no further action is required at this time. The likely cause of the reported hcw symptoms was due to unexpected exposure to the disinfectant vapors as a result of a leak from the aer disinfectant reservoir. According to service records and customer confirmation, the leak was from the disinfectant reservoir and was of the old design. As for the temperature light being lit, this can occur even though the heater is disconnected because the temperature sensor cable is still connected to the unit and if the temperature of the room reaches 25c the temperature sensor will trigger the temperature light.

Manufacturer narrative:
Concomitant devices: aer sn: (B)(4). This is one of six 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00134, 2084725-2010-00135, 2084725-2010-00136, 2084725-2010-00137, 2084725-2010-00138, 2084725-2010-00139.